Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of auto mode switch (ams) were observed. Iegm showed episodes of noise instead of atrial fibrillation/flutter. Electrical values of the lead were good. The physician elected to monitor the patient. The condition of the patient is good and stable.